Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the equipment displayed a system message indicating a cassette obstruction during a vitrectomy procedure. The cassette was replaced, but the equipment indicated the same problem during the cassette tests. After several attempts, the equipment passed the test and the case was able to be completed following a delay of nearly one hour. There was no harm to the pt.